Manufacturer narrative:
(B)(4). Investigation summary: the examination of the returned instrument confirmed the complaint. The examination of the returned instrument found the black portion of the handle broke into two pieces; however, it is still intact on the shaft. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all instruments are damaged and need replacement. A integuments are being returned to depuy. No surgical delay.